Event description:
It was reported that this implantable lead was explanted due to oversensing. Another lead was successfully implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)